Manufacturer narrative:
(B)(4). Concomitant medical products - 00489405010 trabecular metalâ¿¢ acetabular revision system acetabular augment lot # 62442269; 00662406540 bone screw self-tapping 40 mm length 6.5 mm dia. Lot # 62541245; 00700006620 trabecular metalâ¿¢ acetabular revision shell lot # 63322734; 00662406520 bone screw self-tapping 20 mm length 6.5 mm dia. Lot # 63145241; 00662406520 bone screw self-tapping 20 mm length 6.5 mm dia. Lot # 63401090; 00662406515 bone screw self-tapping 15 mm length 6.5 mm dia. Lot # 62825589; 00662406540 bone screw self-tapping 40 mm length 6.5 mm dia. Lot # 61674477; 00700006820 trabecular metalâ¿¢ acetabular revision shell lot # 63142492; the event occurred in (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient had a dislocation of the left hip with an attempted closed reduction that was not successful. The patient was revised five days later with a new liner, cup, buttress, and stem. A fracture of the greater trochanter was plated. No further information is available at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further actions are required. Stryker femoral head and stem is used with zimmer liner and shell. Zimmer-biomet has not assessed or confirmed the compatibility of this combination of devices, and this would be considered an off-label use of these devices. However; it is unknown whether this incompatibility contributed to the reported issue. A definitive root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.